Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies, except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to sense. The physician elected to remove and replace the rv lead to complete the procedure. The patient was in stable condition throughout.